Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings dust was observed. There was 3 errors code found. The device was corrected.